Event description:
User experienced a discrepant sodium result for one patient sample. Initial result 122 mmol/l, repeat 142 mmol/l. The erroneous result was not reported. The field service representative was unable to determine the cause or duplicate the issue. He checked the sample/reagent syringe pipettors, checked the vacuum system and flushed the flow path. Performance tests were performed which were within specification.